Manufacturer narrative:
Concomitant medical products: 350974, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection of the cardiac resynchronization therapy defibrillator (crt-d) system. The crt-d system was extracted and a temporary implantable pulse generator (ipg) and pacing lead were implanted. The patient received antibiotic treatment for the infection and a leadless pacemaker was implanted at a later date. No further patient complications have been reported as a result of this event.